Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving an unknown error message. This complaint is classified according to the documentation of the customer care advocate. The patient does not take any medication for her diabetes. The alleged error message began one day prior to contact lifescan. The patient continued to manage her diabetes with the usual routine on the day of concern. Reportedly, 3 hours after the onset of the error message, the patient developed symptoms of "sweaty and blurred vision." The patient did not receive any medical treatment suggestive of severe hypoglycemia or hyperglycemia at the time of concern. During troubleshooting, the alleged error message was resolved with training. This complaint is being reported because the patient claimed she developed symptoms that can be associated with either hypoglycemia or hyperglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.